Event description:
Customer reportedly received results of 34 mg/dl and 238 mg/dl within 10 minutes on the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).